Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. Date of explant is unknown.

Event description:
Related manufacturer report number 3006705815-2020-32516 1627487-2020-33391. It was reported the patient experienced ineffective therapy. In turn, the patient's scs system was explanted on an unknown date to address the issue.